Event description:
It was reported that, "we were doing a total knee on nov 1st at (B)(6) and I went to get the implants and brought them back into the room. I then read them off to everybody in surgery, then the circulator opened the boxes for implantation. It was not til after the dr closed that they caught that a left cemented femur was put in on a right knee. It was left alone, the pt was informed after surgery and is doing well."

Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Add'l info including x-rays and op report was requested. If it becomes available, the eval summary will be submitted in a supplemental report.